Event description:
During a remote follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the alleged cause of the event was due to clavicular crush. A revision procedure is anticipated, but no further intervention has been performed at this time. The patient is stable.

Event description:
Additional information was received that an additional surgery was performed and the rv lead was capped and replaced to resolve the event.